Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pocket warmth when charging and had to charge more frequently. It was also noted that the patient had a lot of irritation at ipg site. Database analysis showed normal values but also showed less than optimal charger-to-ipg coupling and the thermistor being triggered. The impedance measurements were observed and revealed 1 contact in port b, 3 contacts in port c, and 2 contacts in port d with high impedances. Some of these contacts are being used as active contacts. This may result in more frequent charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. The physician believed that the patient¿s irritation was due extra material from the splitters that was situated behind the ipg. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing pocket warmth when charging and had to charge more frequently. It was also noted that the patient had a lot of irritation at ipg site. Database analysis showed normal values but also showed less than optimal charger-to-ipg coupling and the thermistor being triggered. The impedance measurements were observed and revealed 1 contact in port b, 3 contacts in port c, and 2 contacts in port d with high impedances. Some of these contacts are being used as active contacts. This may result in more frequent charging. The patient will undergo a revision procedure.